Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized with intermittent retrosternal constriction. Coronary angiography was performed on (B)(6) 2015. A 2.5 x 18 mm xience xpedition stent was implanted in the mid left anterior descending (lad) artery, a 3.0 x 23 mm xience xpedition stent was implanted in the proximal lad. The patient was discharged on (B)(6) 2015. On (B)(6) 2016, the patient was re-hospitalized with intermittent chest distress [angina] and choking. No coronary angiography was performed. The patient received medication (aspirin & clopidogrel) and was discharged on (B)(6) 2016. Per the physician, the relationship between the event and the devices cannot be judged. No additional information was provided.